Event description:
Unit failed during pre-use check. No patient injury occurred. The o2 gas module had a knocking noise coming from it. The unit was taken to the biomed department where it was restarted and smoke came from the o2 gas module. No alarm was noted. The unit is running with a new gas module. The gas module was returned.